Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had a bent cannula and her blood glucose went really high. Her blood glucose at the time of incident was 450 mg/dl. Troubleshooting was initiated and a high pressure test was performed on the pump and the device passed. The customer was advised to change her infusion set. She declined further troubleshooting. No products were shipped or returned.